Event description:
Subsequent to the initially filed report, the following information clarified: the second proglide device used for closure was retracted until the guide wire exit port was above skin level; however, the suture did not jump out of the o-ring. It was not possible to remove the suture loop manually out of the suture bearing through the o-ring. The suture was removed; a third proglide was attempted. No additional information was provided.

Manufacturer narrative:
Device codes: 4004 labeled. Internal file number - (B)(4). Correction: MFR site -reg number, MFR site - contact name. Evaluation summary: the device was returned for analysis. The reported suture detachment was confirmed. The suture harvesting issue could not be replicated in a testing environment as it was based on operational circumstances. Factors that may contribute to suture detachment include, but are not limited to, suture pulled until breaks, suture nick/damage or user technique (tensioning angle not coaxial). A suture harvesting issue could be the result of the suture loop being pulled (located at distal end of guide) instead of both suture ends when removing the device from the patient. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 7f sheath prior to an endovascular aneurysm repair (evar). Reportedly, the first proglide suture was preplaced successfully. The second proglide footplate was retracted; however, the suture was not able to be harvested from the opening in the guide. The suture was cut and third proglide attempted. The plunger was removed and the suture was pulled taut. The suture broke below the posterior cuff and the rail end receded back into the body. After retracting the foot lever and pulling the device out with the guide wire exit port above skin level, the suture ends were removed. The open knot was visible outside the anatomy. The suture of a fourth proglide was successfully pre-placed. The sheath was upsized to 14f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.